Event description:
It was reported that following a successful cardiomems implant, post-implant reported computed tomography angiography (cta) showed a potential pseudoaneurysm in the left pulmonary artery (pa) near the implant site. Prior to the cta, the patient was coughing. Physician is unsure of the cause of the pseudoaneurysm, and interventional radiology (ir) percutaneous injection was used to treat it. Patient is stable at this time. The issue did not cause any delay to the implant, as it was identified after implantation of the device/procedure.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.